Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 03/08/2016. The fse confirmed the leak was due to obstructed port on vacuum chamber vc26. The fse removed the obstruction and replaced associated tubing and check valve resolving the leak. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported less than 5 mls of uncontained fluid leaked under a coulter lh 750 hematology analyzer instrument during normal instrument operation. There were no error messages reported by the customer at the time of the event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.